Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). It was reported that following the delivery of 80 ivl pulses, the patient experienced a spiral type f dissection (total occlusion), measuring approximately 63 mm. Stents were placed along the entire rca. However, no flow was observed afterward. As a result, a percutaneous ventricular assist device (impella) was placed to support the patient. The patient remained stable, and impella support was gradually weaned and the device was removed two days later while the patient was in the intensive care unit (ICU). The patient was hospitalized for approximately one week, after which he was discharged and is reported to be clinically stable. The patient was not returned to the cardiac catheterization laboratory to assess whether flow in the rca was restored. The physician was unsure of the cause of the dissection and suspected a potentially oversized ivl catheter, although intravascular ultrasound (ivus) had been used to measure the vessel diameter. No ivl malfunction was reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection could not be definitively determined based on the information available. There was no ivl device malfunction reported. Review of the event by shockwave medical safety and medical affairs determined that the event occurred during ivl use and is related to both the device and the procedure and that coronary dissection is a recognized complication of percutaneous coronary intervention. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.